Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the light guide (lg) lens inside was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Added data: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The most likely cause for the reported event is the light guide lens glue peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, light guide lens was invaded by humidity, then corroded. The event can be detected/prevented by following the applicable chapters in the instructions for use: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.